Event description:
Approximately twenty-five minutes into a hemodialysis treatment, the pt's blood pressure dropped and she became unresponsive. She was found to have no pulse, and cardiopulmonary resuscitation was initiated. She was successfully resuscitated, intubated, and transferred to the micu. Her admitting diagnosis was "cardiac arrest - cause unknown". In the past, the pt has experienced similar events while on dialysis. Neither the nurses, nor the physicians caring for the pt believe that the phoenix machine caused or contributed to the pt's cardiac event. The pt has resumed dialysis in the clinic.

Manufacturer narrative:
No reason has been found to suspect that a gambro product caused or contributed to the event. The clinic is conducting an internal investigation and, if that investigation reveals new info, the clinic has indicated it will return the dialyzer and blood lines used in the treatment to the mfrs for further analysis. The phoenix machine was inspected by a gts representative, who found it to be calibrated within MFR's specifications.